Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms were noted. Unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the button anomaly. The pump also had a cracked case at the display window corners and display window, as well as minor scratches on the lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Glucose value is 385 mg/dl; treated with manual injection. Nothing further reported.